Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited nozzle had foreign objects, forceps elevator had foreign material, acoustic lens is damaged and distal end had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the nozzle had foreign objects, forceps elevator had foreign material, and distal end had foreign objects is cause not established and for acoustic lens is damaged is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.